Event description:
During hemi arthroplasty of left hip, cement cartridge broke. Broken cartridge was removed from field and placed in supervisor's office with product information. Wound searched for foreign objects and copiously irrigated by doctor.